Manufacturer narrative:
An event regarding pain involving an x3 trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: (B)(4): damage consistent with explantation process observed on insert. Scratches and third-body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Material analysis, functional and dimensional inspections could not be performed as the device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The following device was also listed in this report: delta c-taper head 36mm +0; cat# 18-3600; lot# 50264401, 50264402, 50519901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient presented with pain and large tumour. It was reported that the patient required a revision.